Event description:
It was reported to philips that the even after replacing the cable, the device does not pass the device check, and ECG errors are displayed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the even after replacing the cable, the device does not pass the device check, and ECG errors are displayed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The faulty therapy pca was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results verified the cause of the issue was with the therapy pca. However, it was unable to determine specifically how the therapy pca failed. Based on the information available, the cause of the reported problem was with the therapy pca; however, we are unable to determine specifically what malfunctioned with the therapy pca. The reported problem was confirmed.